Event description:
It was reported that the pruitt f3-s shunt balloon was not deflating. It was not directly used on the patient. No injury was reported to the patient.

Manufacturer narrative:
The device has not been received for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.